Manufacturer narrative:
H9 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software product ID: tm90t0, serial# unknown, product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump. The pump was used to deliver hydromorphone. The pump was used to deliver hydromorphone. It was reported that the patient's external device was "badly designed" and was "not working". Every time the patient tried to deliver a bolus, they got a screen that came up that said "attention" and to "reset the parameters". The patient had to go through the tutorial, retrieve pump settings, and then hit the button to deliver the bolus and that took 5 minutes long. The patient did not have further details about the message/error. Patient services reviewed closing all applications. The patient then stated that it "jumps to 90%" and then took 2-3 minutes. Patient services reviewed information and assisted the patient with clearing data on the handset. The patient was then able to connect to the pump without a lag issue. The patient planned to monitor the lag and call back if further assistance was needed. The patient then stated that they were "running out of battery" halfway through the day and only got half a day of battery usage. The patient did not clarify what they meant by this. The patient also stated that they "lost a bolus" because of the issue of the device taking solong. The patient stated that it went past the midnight time. The patient stated that they delivered the bolus 3 minutes before midnight and it took so long that it delivered after midnight and they noticed that it said they had 3-4 boluses left and they "lost" a bolus. The patient tried going into the patient reports but "it acts like I have never taken a dose". The patient stated that the device should just be able to press a button and deliver a bolus and that is how the next design should be. The patient stated that they were "just handed the box" of external equipment and was not told how to use it. The patient was redirected to their healthcare provider to further address the pump logs. It was noted that the patient had 5 boluses per day.